Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was successfully implanted. All measurements were acceptable. Post procedure, oversensing was observed. A revision procedure was performed. This lead was successfully repositioned. The following day, noise and pacing inhibition were observed. A further revision was performed due to lead dislodgement. This lead was successfully repositioned and this lead remains implanted and in service. No adverse patient effects were reported.